Event description:
Information was received indicating that a smiths medical medfusion pump used in gi would not allow the dose to be changed or stopped without turning it off. The pump was plugged in the whole time. There were no reported adverse events.